Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four endo gia* 60mm articulating vascular/medium reloads. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapler was being used for the third firing on the greater curvature and the last firing near the ge junction. The jaws of the device locked onto the tissue. The device locked during the blade retraction after firing. The surgeon tried to fully pull back on the black knobs to open the jaws, but the knobs would only retract partially and "jammed", not allowing to fully open. The surgeon progressed the firing of the load forward again to attempt to pull back on the black knobs. The knobs jammed again. The surgeon repeated the same steps again. On the third try the knobs retracted fully and the jaws opened. Another handle used during the procedure did not fire. In order to resolve the issue and complete the case, opened another manual stapling handle. There was no patient harm. The patient status is alive, no injury.